Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported a hole found in the tubing at connection site, causing blood to leak on patient and the floor. Additional information: no real impact to the patient. When the nurse figured out the problem, she clamped the IV, flushed and got a new tubing set nss bag. The patient just ended up with some blood on her clothes.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information